Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving dilaudid 0.5mg/ml at 0.14861 mg/day via an implantable pump. It was reported the patient has been experiencing persistent discomfort at the pump pocket site since implant. The environmental, external or patient factors that may have led or contributed to the issue was noted as ¿n/a¿. The diagnostics and troubleshooting performed was the patient tried using an abdominal binder and topical lidocaine patches without relief. The actions and interventions taken to resolve the issue was a pocket revision for persistent discomfort. The physician took the patient to the or (operating room) today to implant the pump more inferiorly within the pump pocket. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.